Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.

Event description:
On or about (B)(6) 2013, the physician performed an innominate-to-left common carotid-to-left subclavian artery bypass. On (B)(6) 2013, the pt was implanted with two conformable gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm measuring 65 mm in diameter, and a type a dissection originating just distal to the innominate artery and extending down to the left common iliac artery. During the procedure, the ctag was placed at the level of the innominate artery. According to the report the ctag device moved proximally by 2-3 cm upon deployment, covering the innominate artery. The physician reportedly used wire access already established in the right radial artery, and implanted a 10mm x 40mm smart stent to "snorkel" the graft and restore blood flow to the innominate artery. The physician implanted an additional 8mm x 59mm omnilink balloon expandable stent inside the smart stent for added radial strength. An angiographic run revealed the innominate artery and bypass were patent. A second ctag device was placed distally to the level of the celiac artery. The procedure was concluded without any further complications.